Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (unknown) at unknown concentration/dose via an implantable pump for intractable spasticity. It was reported by the company rep that the hcp stated unspecified "therapy issues" with patient and they were checking the logs to look for any issues but none were found. She stated they planned to do a rotor study. The company representative stated back in february the patient had a refill and had a volume discrepancy of ~6 ml. She also stated the managing physician had suggested the patient see a neurosurgeon to see if the catheter may not be allowing the drug to flow properly. The managing physician accessed the side port about 2 weeks ago and was able to aspirate successfully. Company rep stated they also planned to do a dye study as well. Additional information received from the company representative via the healthcare provider reported that the rotor study showed they motor was turning normally and pump was functioning as expected. The results of the dye study indicated that the pump was functional and catheter was visible and patent. Patient was feeling overall more sick. The discrepancy at refill was the following: expected volume: 2 ml and actual volume: 8ml. The cause of the volume discrepancy was not determined. Actions/interventions taken to resolve the issue included catheter access port check confirmed no issues with catheter. Patient would schedule office visit to see pain doctor to reevaluate daily dosage.